Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the werewolf flow 90 coblation wand continuing to coblate without a button being pressed during an arthroscopic case. The procedure was completed with a delay of 30 minutes or less using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: updated: h1 and h6 (clinical code and impact code). H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. Product was out of the original packaging. No packaging returned. The data was extracted which revealed that the wand was activated previously and experienced a "multiple button pressed notification" error. Device was tested, and generated plasma as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: 1)the wand´s connector or cable got damaged. 2) saline/humidity entered the interior of the handle shorting the connection of the buttons. No containment or corrective actions are recommended at this time. H11: corrected data d4 order.

Manufacturer narrative:
Internal complaint reference: (B)(4).